Manufacturer narrative:
The information provided indicated that the restenosis was possibly due to a clamp injury. No additional information is currently available. No sample was returned for evaluation.

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported case of restenosis. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used to carotid endarterectomy angioplasty. The patient experienced restenosis possibly due to a clamp injury.